Manufacturer narrative:
From the investigation it was found that a plausible explanation is that the instrument and sensor cassette are contaminated with a surface active chemical such as a detergent used in many cleaning liquids / wipes. Cleaning of inlet with a benzalkonium containing wipes or similar is known to be able to result in situations as described. Therefore, it is also interesting to know whether the problem was reduced/disappeared upon sensor cassette replacement (sensor cassette change 2). The reported measurements are in between "sensor cassette change 1" and "sensor cassette change 2", and the sensor cassette is working as intended immediately after event "sensro cassette change 1". The customer has confirmed that they ran a number of comparisons of patient samples and external quality assurance, and these results were comparable following the sensor cassette change 2. The customer has started to use the analyzer for patient samples again. As the cause of the incident cannot be traced to the analyzer, component code 4756 has been chosen as no other code describe the incident sufficiently. However, the root cause has not been confirmed and therefore remains unknown.

Event description:
According to the complaint, a customer reports that the department received a result from an abl90 flex plus analyzer (medical) that was not comparable with results provided from the lab analyzer. On investigation by point of care, the difference in results appeared to have followed a sensor cassette replacement. A second sensor cassette has been installed on the analyzer. When another sample was run on a second abl90 analyzer (surgical), this was comparable with the lab analyzer. Please, see attachment 1 for the patient results. Further, the customer reports that patient a, patient ID (B)(6) was maltreated as a result of the low potassium result. The patient was treated with sando-k 420mg k+ per tablet (12mmol). The ICU senior nurse said that no additional intervention was required other than to no longer administer the tablet. Patient b, c and d did not receive any treatment based on the erroneous results.